Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is fukushima. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the interlink ext 1 adapter line separated, and allowed blood to back-flow. The following information was provided by the initial reporter, translated from (B)(6) to english, "this is a report about separation of interlink adapter. The adapter should not be separated but was separated, which led to backflow of blood."

Manufacturer narrative:
H.6. Investigation: one each of the actual product and the unused product was returned. It was confirmed that the connection between the injection site of the actual product and the lure on the chemical inflow side was broken, and a part of the male lure on the injection site remained adhered to the lure on the chemical inflow side. No abnormalities were found in the appearance of the unused product. Manufacturing record no abnormalities related to this event were found in the manufacturing process of the lot. The connection between the injection site of this product and the lure on the chemical inflow side is glued and fixed. The manufacturing plant conducts a 100% leak test during the process, and if there is a crack or break in the connection, it is judged as a defective product and discarded. Since no abnormality was found in the adhesive state of the injection site of the actual product, it is possible that the injection site was damaged due to excessive load during use.

Event description:
It was reported that the interlink ext 1 adapter line separated and allowed blood to back-flow. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about separation of interlink adapter. The adapter should not be separated but was separated, which led to backflow of blood.".